Manufacturer narrative:
Section b7 was updated. Discrepant hcg+b results were provided for 2 additional patient samples (patients 5 and 6). On (B)(6) 2025, patient 5 initial result from the cobas pure instrument was 0.292 miu/ml using a tube with gel. The repeat result on the same instrument was 1.39 miu/ml using a tube with no gel. The results were from the same draw. Both tubes were repeated on a cobas pro instrument with results of 0.51 miu/ml (tube with gel) and 2.28 miu/ml (tube with no gel). On (B)(6) 2025, patient 6 initial result was <0.2 miu/ml using a tube with gel. The repeat result was 8 miu/ml. The sample was repeated 3 more times with results of 13 miu/ml, 13.1 miu/ml, and 13.4 miu/ml. The initial result was believed to be correct. The customer is questioning the hcg + b results between the sample tubes with separation gel and the sample tubes without separation gel. The issue is not alleged to be associated with a specific analyzer. The investigation is ongoing.

Manufacturer narrative:
An investigation was conducted to evaluate the discrepant elecsys hcg+b results by comparing the submitted patient samples collected in tubes with and without gel separators. Testing confirmed that only the tubes without gel separators yielded accurate results. This was further verified by size-exclusion chromatography (sec), which proved that the hcg-b was only present in the gel-separated samples, confirming a false-positive interference. The root cause was identified through the analyzer¿s sample foam detection camera, which captured images of an oily film and large clots on the specimen's surface. These sample quality issues interfered with the measurement process. The investigation determined that a sample quality issue (oily film and large clots on the patient sample surface) had caused the event. The investigation did not identify a product problem.

Manufacturer narrative:
Medwatch field b7 other relevant history was updated on (B)(6) 2025, new questionable elecsys hcg+b results from three patient samples tested on the cobas e 801 analytical unit were reported: patient 2: the initial result from the first patient sample tube was 0.284 miu/ml. The repeat result from the first patient sample tube was 31.2 miu/ml. The repeat result from the second patient sample tube was 0.358 miu/ml. The patient's sample tubes had a gel separator. Patient 3: results from the patient sample tube with a gel separator: the initial result was <0.2 miu/ml. The repeat result was <0.2 miu/ml. Results from the patient sample tube without a gel separator: the initial result was 1.70 miu/ml. The repeat result was 1.79 miu/ml. Patient 4: the initial result was <0.2 miu/ml. The repeat result was 2.10 miu/ml. The patient's sample tube had no gel separator.

Manufacturer narrative:
The reagent lot number is 824128 with an expiration date of 30-apr-2026. The patient samples were received for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b results from one patient sample tested on the cobas e 801 analytical unit. The reporter noted different results when using the patient sample tube with gel separator and an aliquot of the patient's sample. Results from the analyzer using the patient sample tube with a gel separator: the initial result from the second module was 264 miu/ml. The repeat result from the second module was 267 miu/ml. The repeat result from the first module was 288 miu/ml. The repeat result from the second module was 292 miu/ml. Results from a siemens analyzer using an aliquot of the patient's sample in a tube without a gel separator: the repeat result from the first module was <0.200 miu/ml with a data flag. The repeat result from the second module was <0.200 miu/ml with a data flag. The repeat result from the second module was <0.200 miu/ml with a data flag. These results were deemed correct.